Manufacturer narrative:
Information was received via published literature. (B)(4). This report will be amended when our investigation is complete. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pmc/articles/pmc3796919/.

Event description:
It is reported that one patient underwent a two-stage revision for deep infection at 7 months post-operatively.